Event description:
No osseointegration was achieved approximately one month after concurrent placement of pepgen p-15 bone grafting material and an implant. It was stated that "the initial stability of the implant seemed good, but apparently was inadequate." As a result, another surgical and preclude permanent to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.